Event description:
It was reported that during a bone marrow biopsy procedure, there was allegedly had trouble in identifying the serial number on the label. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received that this event will remain as a complaint and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: the device history records were requested and reviewed. This lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided and reviewed. One photo shows a close up of one trek driver label. The label is directly attached to the driver, and the driver can be seen in the background laying on a flat surface. The information directly printed on the trek driver label indicates: ref: tkdriver, lot: 0001456226, date of manufacture: 2022-03-10., (B)(6) rev 1 02/22, label counter#: 0129. The second photo shows a close up on one trek driver case label. The label is directly attached to the black driver case and the case can be seen laying on a flat surface. The information directly printed on the driver case label indicates: ref: tkdriver, lot: 0001456226, date of manufacture: 2022-03-10., (B)(6) rev 1 02/22, gtin ai code: (01), gtin: (00801741201356), label counter# 0113. The information printed on the trek driver label and trek driver case label was verified and determined to meet all procedural requirements for release. Based on the photo review, the reported unclear information is determined to be unconfirmed as the information printed on the trek driver label and trek driver case label is correct and met all procedural requirements for release. This device is not serviceable and has a lot number as opposed to a serial number (s/n). Labeling review: a review of the bd trek power driver instructions for use determined the product labeling documentation is adequate. Per the trek power driver (instructions for use) device description section, the bd trek power driver is a handheld, battery-powered, reusable bone drill. Per the batter life and speed reference led indicator section, the battery is not replaceable, is non-rechargeable, and the device cannot be serviced. The symbols section of the instructions for use provides the symbol for lot number which is listed on the trek driver label. H10: d4 (expiration date: 04/2028), g3, h6 (method). H11: h6 (device, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received, as it was inquired for the serial number of the device but these devices does not come with the serial numbers, but only the lot numbers. Therefore, this report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction.. H10: d4 (expiration date: 04/2028), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a bone marrow biopsy procedure, there was allegedly had trouble in identifying the serial number on the label. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bone marrow biopsy procedure, there was allegedly had trouble in identifying the serial number on the label. There was no reported patient injury.